Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection noted dried blood around the helix. Otherwise, the lead tip appeared normal. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. An x-ray of the lead found the inner coil had become deformed during the implant procedure. This deformation of the inner coil could have impacted transfer of torque down the lead and; subsequently, could have impacted the extendable/retractable helix functionality.

Event description:
It was reported that this right atrial (ra) lead was found dislodged. As a result, the patient was hospitalized and a revision procedure was performed. An attempt was made to reposition the lead; however, it exhibited helix extension issues and it could not be successfully placed. The lead was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was found dislodged. As a result, the patient was hospitalized and a revision procedure was performed. An attempt was made to reposition the lead; however, it exhibited helix extension issues and it could not be successfully placed. The lead was removed and replaced. No additional adverse patient effects were reported.